Event description:
The customer called into philips to report the device fails operational check, possible indication of faulty capacitor. There was no reported patient involvement / adverse patient impact.